Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the image disappeared during angulation but returned to normal, which was caused by the break of cable. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of break of the imaging unit or a circuit board inside the scope connector.

Event description:
During an unspecified timing, the image was distorted during angle operation. There was no report of patient injury associated with the event. On (B)(6) 2021, during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image disappeared during angulation but returned to normal.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-mar-2021.